Event description:
It was reported that a patient underwent an Atrial Fibrillation (AFib) ablation procedure with a VIZIGO and air leak occurred at the hemostatic valve. After mapping with OPTRELL air was introduced into the hub during the de-airing procedure and removing the catheter. The air probably leaked from the hemostatic valve of VIZIGO Sheath. The sheath was replaced with another new one and the procedure was completed. There was no patient consequence. No air was introduced into the patient, and the patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Biosense Webster Inc., or its employees that the report constitutes an admission that the product, Biosense Webster Inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Manufacturer's Ref. (b)(4).